Event description:
The customer reported wash carousel motion errors while analyzing specimens which caused the instrument to go in to not ready mode involving the access 2 immunoassay system. The customer was able to home the reaction vessel (rv) shuttle and rake, and move the incubator belt freely. The customer then was able to initialize instrument to ready mode without any errors. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter shipped a new lot of reaction vessels, that was not affected by the new resin, to the customer. A beckman coulter field service engineer (fse) replaced the incubator belt clips, that were broken from an rv jam, and resolved the issue. The customer indicated no further issues.

Manufacturer narrative:
In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. Beckman coulter internal identifier for this report is (B)(4). This medwatch report is related to MDR 2122870-2013-01103.